Manufacturer narrative:
Radiographs were reviewed and the complaint was confirmed. The device remains in-situ. The surgeon is not planning on removing the interbody device. He is monitoring the patient closely to see if the device will settle and fuse. The root cause of this reported event has not been determined; no conclusion can be drawn. Labeling review: "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components, loss of fixation...."

Event description:
The report indicates that at 6 weeks post-operatively, the interbody fusion device at l4-5 had migrated slightly forward (posterior-anterior) within the disc space and subsided into the vertebral body. Patient reports residual back pain. Patient's activity level and patient compliance with post surgical instructions is unknown.